Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted; it was noted the observed distortion of the exposed defibrillation coil likely resulted from inserting the lead through an introducer with a hemostasis valve. Inserting the lead using an introducer with a hemostasis valve may require a larger introducer than the size recommended according to the 6947 technical manual; full lead analyzed.

Event description:
It was reported that during the implant procedure, the physician experienced a problem with the lead going through the sheath. The lead was not implanted. No patient complications have been reported as a result of this event.